Event description:
It was reported that during the implant attempt, the lead helix would not extend, even after removing the lead from the patient and testing on the table. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead, along with the inner and outer insulation, became extrinsically distorted due to pulling/ stretching/ overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated stretching and damage at implant. (B)(4).